Event description:
It was reported that a minicap contained very little povidone and its sponge appeared to be orange. This was found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 12 of 60.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed that the amount of iodine within the device was within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.